Manufacturer narrative:
Surgery for removal of healing components due to suspected deep infection. No clinical signs reported. Surgery took place on (B)(6) 2024.

Event description:
Surgery for removal of healing components due to suspected deep infection. No clinical signs reported. Surgery took place on (B)(6) 2024.